Manufacturer narrative:
Investigation is ongoing. Valve is not being returned.

Event description:
During an open mitral annular calcification (mac) transcatheter mitral valve replacement (tmvr) procedure, post deployment the operator felt the valve was slightly undersized. A decision was made to post dilate with an additional 2cc's. An antegrade perfusion test was performed showed a moderate central leak. The decision was made to remove the sapien 3 ultra valve and proceed with implantation of a non-edwards mitral valve.

Manufacturer narrative:
Update to h6, type of investigation, investigation findings and investigation conclusion. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, it should be noted that the valve was implanted on the native mitral annulus. The sapien 3 ultra thv (s3u) with the commander delivery system (ds) is currently indicated for a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. The IFU and training manuals in this section are for a tf procedure in the aortic and mitral position for relevant guidance for an s3u implant using a commander delivery system. A review of edwards lifesciences risk management documentation was performed for this case. Native mitral valve replacement using the sapien 3 ultra (s3u) with the commander delivery system (ds) is not an indicated use at the time of implant. The complaint for central regurgitation was unable to be confirmed due to unavailability of relevant imagery and product returned. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. It should be noted that it was implanted on the native mitral annulus. The sapien 3 ultra thv (s3u) with the commander delivery system (ds) is currently indicated for a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. It was off label for this case. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "a 26mm sapien 3ultra was implanted in the mitral position with 2cc added. Post deployment the physician felt that the valve was slightly undersized and made the decision to post dilate with an additional 2cc's. An antegrade perfusion test was performed and a moderate central leak was noted". Per training manual, "designated inflation volumes are indicated near the y-connector of the delivery system. The delivery system requires a prescribed volume for thv deployment and proper function" and the risk of post dilation is central ar. In this case, additional volume (+2cc) was added to deploy the valve and additional volume (+2cc) was used to post dilate the valve. It was likely that the valve was overexpanded, so it led to central regurgitation. In this case, available information suggests that procedural factors (overexpanded valve with post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no product risk assessment no corrective or preventative action is required at this time. No IFU/labeling/training manual inadequacies were identified.